Event description:
The event is reported as: a plug developed in the endo tracheal tube. There were no vent pressure alarms nor an indication of a plugged tube. The patient coded and resuscitation efforts were successful. The heater and ventilator were re-attached, the heater was performing properly, heating and humidifying the gas, post code. The patient then passed away in 2009, approximately 10 hours post code. The manager does not know how long the heater was off or how long the bottle had been empty. From what the manager could determine the heater was functioning properly pre an post code.

Manufacturer narrative:
Based on the initial reported information; the cause of the patient death has not been determined.